Manufacturer narrative:
A device history record review could not be performed because the lot number provided was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to over stretching the silicone tubing before use. Overuse of the tubing can provoke a gap between the tubing and the connection. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the tube came off and formula leaked during use on a patient. No patient harm.

Manufacturer narrative:
Based on additional information received, the event description was updated. Updated from "customer states that the tube came off and formula leaked during use on a patient. No patient harm" to state "customer states that the tube came off and formula leaked during use on a patient. The tubing came off from the drip chamber. No patient harm".

Event description:
Customer states that the tube came off and formula leaked during use on a patient. The tubing came off from the drip chamber. No patient harm.